Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 316 mg/dl and an insulin injection was administered to address bg. Pump system check was performed and an air bubble was observed in the tubing. Customer also reported that the cartridge easily slid off the pump. Reportedly, customer changed the infusion set and cartridge. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.